Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® endoprosthesis (pxt281214/05835331 implanted on the right, pxc201000/06202729 implanted on the left, pxa280300/06367718 implanted for proximal extension). No issues were observed during the procedure, and the patient tolerated the procedure. On an unknown date, follow-up computed tomography (CT) images showed that the patient's left common iliac artery had become aneurismal. There was no reported endoleak, device migration, or aneurysm enlargement of the abdominal aortic aneurysm. It was reported that on (B)(6) 2016, an additional endovascular procedure was performed whereas the left hypogastric artery was coil embolized, and then a contralateral leg component (pxc121400j/14331210) and an iliac extender component (pxl161207j/14362644) were implanted for distal extension of the pxc201000. No issues including endoleak were observed, and the patient tolerated the procedure.